Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump passed the self test and no missing segments were noted. However, the insulin pump was received with a scratched display window and cosmetic damage.

Event description:
It was reported the display on the insulin pump was scratched and customer was having a hard time see anything. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.